Event description:
Technician alleges that the stretchers brake is not locking at the foot section.

Manufacturer narrative:
Technician found broken link at the pedal. Technician replaced the broken link and this resolved the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.